Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.5/095 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. The lens was removed intraoperatively.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with some moisture on the lens. Visual inspection found no visible damage on the lens. Claim# (B)(4).